Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that an error message was displaying on the secondary touch panel during troubleshooting. The technician reset the touch panel and the video displayed as commanded on the monitor. The monitor and hexavue custom room rack were tested for function and operation, confirmed to be operating to specification and returned to service. No additional issues have been reported.

Event description:
The user facility reported that no video displayed on a monitor that was connected to their hexavue custom room rack. The event did not occur during a patient procedure. No report of injury.